Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up mode upon receipt. The device was restored by reloading product code. A longevity calculation was performed and revealed the battery depleted prematurely. Electrical testing was performed and revealed high current drain from the hybrid. An anomalous capacitor was revealed to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that low battery voltage and backup mode was observed on the device after the implant procedure was completed. The device was explanted and replaced to resolve the event and the patient was in stable condition.